Event description:
It was reported that the patient had stimulation from the left ventricular lead. The lead was also noted to have an increase in thre shold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)